Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx stents were implanted- one into the r-pda and one into the rca. Approx 10 months post index procedure the patient suffered a cva - stroke. The patient has not recovered. The investigator and safety assessed the event as not related to the index device or anti-platelet medication.